Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during cardiac surgery, a magnet had been placed over the implantable cardioverter defibrillator (ICD) to disable therapies. The patient required external defibrillation for atrial fibrillation (af) during the procedure which was delivered over the magnet. This resulted in a third degree burn which required a skin graft. The physician removed the ICD and right ventricular (rv) lead to allow for the skin graft procedure and the patient was to later receive a new ICD. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth.